Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that on (B)(6) 2008 intraocular lens (iol) was placed patient's right eye, whereby a rent in the posterior capsule resulted in a vitrectomy. On (B)(6) 2014, the iol was discovered to be dislocated/decentered. An iol re-positioning occurred on (B)(6) 2014 to correct the dislocation. On (B)(6) 2014, lens had appeared decentered, inferiorly. It was noted that patient opted to monitor progress of lens. On (B)(6) 2014, patient opted to proceed with lens exchange/ explant, as the iol did not remain in place. Incision was not enlarged. On (B)(6) 2014, iol was explanted and replaced with a scleral fixated sulcus iol (model z9002 15.0 diopter, serial number (B)(4)). No patient complications were reported. The outcome significantly interfered with the patient's daily activities. However, the patient was noted to have recovered and doing well. No further information has been provided.

Manufacturer narrative:
A review of the documentation and testing presented in the manufacturing record were found within product specification. No deviation or non-conformance (ncr) related to the customer claim was generated. Based on the manufacturing record review, no deviation or assignable cause was identified for the designated complaint type when this production order was manufactured. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.